Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture","cysts" and "lymph nodes with thickened cortex up to 3.4 mm in the axillary region: reactive lymph nodes". This record is for the right side. Device remains implanted.